Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump primed the tubing with insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: a review of the black box data showed multiple no cartridge detected warnings. No load step malfunction occurred during investigation. The force sensor calibration was found to be out of specifications. The force sensor resistance was found to be within specifications. The pump failed a leak test; cracks were observed in the top and bottom corner of the display between the lens and pump seal. The pump cover was opened and moisture was observed on the force sensor plate, pins, printed circuit board, display, and transceiver board. (B)(4).